Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered, elective replacement indicator (eri) with a monitoring voltage of 2.58 volts and charge time measurements of 29.2 seconds. The field representative indicated that he had performed six capacitor reformation and charge time measurements kept rising. Ts indicated that the device should be replaced. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.